Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-feb-2023 . H6: investigation summary customer returned one (1) used 32g x 4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported that the pen will not release medication, and the rear cannula end was bent. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. The sample could not be tested for flow due to the condition it was returned in. The bent npe cannula would prevent flow through the pen needle, hence, the customer would think the pen needle was clogged. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannula was bent by the user after handling the pen needle.

Event description:
It was reported that the unspecified bd¿ pen needle was not able to release the medication. The following information was provided by the initial reporter: he says that the pens jam up and that he is able to dial the dosage on the pen, but the pen will not release medication.

Event description:
It was reported that the unspecified bd¿ pen needle was not able to release the medication. The following information was provided by the initial reporter: he says that the pens jam up and that he is able to dial the dosage on the pen, but the pen will not release medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.